Event description:
It was reported that a patient's right atrial (ra) lead exhibited no capture at max output. X-ray was performed and revealed ra lead dislodgement. The ra lead was revised and remains implanted. The patient was stable before, during, and after the procedure.